Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed a root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2267 that occurred on the homechoice (hc) unit during dwell 4 of 4. The technical service representative (tsr) had the cg cycle the power to clear the alarm and assisted with troubleshooting. The cg stated that the patient would finish therapy using continuous ambulatory peritoneal dialysis. The tsr informed the cg to contact the registered nurse to inform of the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; there was no patient injury or medical intervention associated with this event.